Event description:
It was reported during the permanent trial procedure, the scs lead had invalid impedance values despite multiple troubleshooting attempts. Subsequently, the lead was explanted and replaced after which effective stimulation was obtained.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.